Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a batch record review, in-house testing, a search for similar complaints, and a review of labeling. Return material was not available from the customer. No issues were identified which would indicate a product deficiency from the batch record review. A sensitivity testing protocol was executed using lot 72077li00. (Which contains the same bulk material as lot 72078li00), and met acceptance criteria and determined the reagent is performing acceptably. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency was identified for the architect anti-hcv assay, 06c37, lot number 72078li00.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a (B)(6) architect anti-hcv result for a known (B)(6) patient. The customer provided the following data: on (B)(6) 2017 (B)(6). It was indicated that this patient became (B)(6) in 2016 after having received a blood transfusion. The (B)(6) result for this patient on (B)(6) 2016 was (B)(6). An (B)(6) test was performed and a slight decrease in test value was observed. There was no decrease in results due to non-specific binding. There was no adverse impact to patient management reported.